Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a problem with the battery. The batteries would not last long. The insulin pump alarmed failed battery test. The customer reinserted the battery but the insulin pump did not turn back on. The insulin pump did not turn on after troubleshooting. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test, battery out limit and low battery alarm due to blank display. The insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, broken belt clip slot and cracked reservoir tube lip.